Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® no additive (z) plus tubes, an unspecified number of caps are not staying on when replaced for sampling. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 04-mar-2025. Investigation summary: bd received six samples for investigation. These returned samples underwent functional tests, and none showed any defects related to stopper creep out or stopper pop off. Additionally, 29 retained samples were tested under similar conditions, and none of the samples tested exhibited stopper creep out or stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function/ stopper creep out. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® no additive (z) plus tubes, an unspecified number of caps are not staying on when replaced for sampling. There was no health impact or consequences reported.